Event description:
It was reported that the pump stopped fill tubing at 9.8 units multiple times during the load process after cold insulin was loaded in the cartridge. The customer's blood glucose level was 104 mg/dl.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.